Event description:
Information was received from a trial patient (pt) who was using an external neurostimulator (ens) for urgency frequency. The basic evaluation started (B)(6) 2021. It was reported that the patient was switching sides to the left side with the help of support link, the max limit was reached. The patient mentioned that they had a difficult time placing the left lead in. Support link switched the patient back on to the right side with a stimulation of 1.8, comfortably.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Other relevant device(s) are: if information is provided in the future, a supplemental report will be issued.